Event description:
It was reported that the insulin pump had scratches on the display screen due to standard wear and tear. The customer did not know the blood glucose reading. She stated that the screen was scratched up and illegible due to the damage. The customer was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners were noted during a visual inspection.